Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope was not displaying an image during set up/inspection prior to use and before the patient was in the room. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.